Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00125 on july 19, 2016. On 07/20/2016 additional information: the patient sample is not available for further testing and investigation. Therefore, the cause could not be determined. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) conf result with the alternate method is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." UDI number: the UDI number is unknown. The customer has not provided the (B)(6) conf reagent lot that was used at the time of the event.

Event description:
A confirmed hbsag result was obtained when the customer performed the advia centaur xpt (B)(6) confirmatory (conf) testing on a patient sample. The hbsag ii results for the sample were reactive. The confirmed result was considered discordant with the negative results obtain from the alternate method. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.